Manufacturer narrative:
The customer elected to remove the video baton from use. Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 12/22/2010 and the one (1) year warranty period has expired. Since the device was not returned for evaluation, based on the information received, the cause of the reported loss of image could not be determined. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, the video monitor only displays "no signal" when the video baton is connected. Reportedly the customer isolated the issue to the video baton and here was a two (2) to three (3) minute delay in the procedure while a second laryngoscope was prepared. No harm to patient or user was reported.